Event description:
It was reported that this lead was explanted due to noise and oversensing resulting in pacing inhibition. This patient is pacing dependent. A new lead was successfully implanted. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.